Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The other 2.5x12mm trek rx balloon dilatation catheter (bdc) referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion, in the right coronary artery. The 2.5x12mm trek rx balloon dilatation catheter (bdc) was advanced to the target lesion and during the first inflation, the balloon ruptured at 10 atmospheres. The bdc was removed without issue. A second 2.5x12mm trek rx bdc was advanced to the target lesion and during the first inflation, the balloon ruptured. The bdc was removed without issue. The procedure was successfully completed with another trek bdc. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.